Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. Post-operatively, after the procedure, the pt had developed a 7 cm mesh erosion on the posterior vaginal wall. Three days later, the pt intervention is listed as placement of sutures after conservative therapy with vaginal estrogen. Three months later, the event is listed as resolved.

Manufacturer narrative:
Date sent to the FDA: 10/02/2009. Mesh exposure occurred - mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.